Event description:
It was reported that alarm 113 (reduced water temperature control) occurred during usage of arctic sun device. Per follow up information received via mail on 19aug2024, it was reported that the device was under investigation. Case completed with original equipment and no impact to the patient. Per sample evaluation results on 20nov2024, it was also noted that the circulation pump was faulty leading to the reported event. Fill tube was noted to be sucking up the water while the tank was empty.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a faulty mixing pump. The device was evaluated upon receipt. Alarm 113. The mixing pump was serviced. It was also noted that the circulation pump was faulty leading to the reported event. Fill tube was noted to be sucking up the water while the tank was empty. The circulation pump was serviced. The fill tube was replaced. Unit was evaluated for functionality per baw2800162 rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The initial reporter zip code that is provided is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.